Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 253500001, product type: accessory. (B)(4).

Event description:
It was reported that the stimulator was working well but towards the end (B)(6) the patient experienced normal stimulation and then stimulation off for 1-2 seconds and then back to normal stimulation coverage. The device was explanted for this reason. If additional information is received, a follow-up report will be sent.